Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for the last 7-10 days the implant battery does not drain during the day and when they go to recharge at the end of the night it is at 70-80% and it should be completely drained. Patient added that sometimes the implant shuts off because the battery is drained. Patient reported that when they tried to change the intensity within group b around the same time frame they got the message: settings not available cannot provide desired intensity settings. Patient confirmed the implant is charged. Patient switched to group a and confirmed they can adjust the intensity within group a. Agent provided information and reviewed role of rep. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned previous recharger replacement. Additional information was received, it was reported the cause of the settings not available was the patient had programming on an electrode with high impedance. The representative switched the patient's programming to a different contact. The issue was resolved.